Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported erosion at the pocket site occurred as well as an infection. Drainage/incision wound opening was observed at the pump pocket. The patient also experienced pain. A pocket revision took place on (B)(6) 2013. Intraoperatively, antibiotics were given to the patient and a culture of the device pocket was taken. The device system was used to deliver baclofen and dilaudid. It was later reported the cultures taken intraoperatively were negative for an infection. The patient came into their health care provider¿s office on (B)(6) 2013 which time 43ml of blood-tinged fluid was aspirated from the pocket. There was no evidence of pus and the patient was afebrile. The diagnosis was a seroma at the pump site without infection. The plan was to continue to monitor the patient. It was reported the patient was receiving effective therapy. Additional information has been requested, but was not available as of the date of this report.